Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8038545, medical device expiration date: 2019-02-28, device manufacture date: 2018-02-07; medical device lot #: 8038546, medical device expiration date: 2019-02-28, device manufacture date: 2018-02-07." (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 lots of bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml were found to have unusual high pbmc counts. 4 occurrences of batch 8038545 and 1 for batch 8038546. Verbatim: in our institute we recently started using cpt tubes in a multicenter project. As some of our partners are unable to perform all isolation steps in their lab, we take advantage of the fact that processing can be delayed after the first separation step (1800g, 20min centrifugation). These partners send the cpt tubes after the first centrifugation step to our central lab, where further processing takes place. Further processing is then performed within 24h. Processing of tubes from our own center is performed without any delay or transport in our own lab. We found unusual high pbmc counts in all cpt tubes that were transported from partner sites. In all tubes from our own institute normal cell counts were found. To check what is happening, we then compared cell counts from 3 tubes drawn in our own institute from 3x one donor. First centrifugation was done immediately for all tubes. One tube was then immediately processed further, 2 other tubes were left overnight either vertical in a rack or horizontal and rolling to simulate transport. For all tubes where further processing was delayed cell yields were higher than in tubes with delay, up to 2x higher. We hypothesized that this would be granulocyte contamination, but a quick check on a cytometer did not show a neutrophil population on fsc/ssc. Do you have any idea why we find these high cell counts, and how to prevent this? We thought of checking cells-type and viability with a large flow panel, but hope that you could help us and make this unnecessary. Extra information after visit: in the table below is the results of 3 controls done by the customer. The yield of the tube when processed directly are 17,94; 11,16 en 4,04. Next day when the tubes are kept in a rack upright for one day after centrifugation they see 16,84, 15,96 en 6,76. On average some more, but probably not significant they say. When they mimic the transportation agitation of a tube on a roller bank at rt or 4°c the yields go up quite some to in the case in red up to 4 times as much as after standard processing of the tube. Standard centrifugation protocol is 1800xg for 20 minutes. Patient: processing method: (B)(6). Three real samples from an offsite phlebotomy and transported from one city to the lab of the customer, approx 1 hour drive in which they originally saw the much higher yield than expected: all samples have been centrifuged within 2 hours and packed into a package by the sending lab. The tubes have been delivered in the lab of the customer the same day. The schedule would look like this: phlebotomy around 11.00am, centrifuged before 1 pm, delivery at lab of customer/(B)(6) at 6 pm. Transport in general at room temperature, but outside temperature that day would have been around 10 °c. (B)(6) phlebotomy at (B)(6) 2019 2 cpt tubes collected, yield around 60 million cells. This yield was established at (B)(6) 2019 at 11am and sample has been frozen at 1pm. Patient: tto (ear infection), day after no complaints anymore. So no big infection suspected with this patient,. (B)(6) phlebotomy at (B)(6) 2019 2 cpt tubes collected, yield around 50 million cells. This yield was established at (B)(6) 2019 around 10.30 am and sample frozen at 11am. Patient: coughing and rhino virus, 2 days after phlebotomy dyspnea and squeaking lungs but no fever. Average infection. (B)(6) phlebotomy at (B)(6) 2019 1 cpt collected, yield around 40 million cells. This yield was established at (B)(6) 2019 around 10.15am and sample frozen at 11am. Patient rhino virus and pain in ears, what patient has every day. No big infection suspected. Pt (B)(6) is most extreme with 40 million cells in one cpb tube, other patients have around 25-30 million cells per tube. These were the actual transported tubes. When controlled with the first inpatient in their own hospital site they had from 1 cpt tube a yield of 9,1 million cells which is a number which they would expect, also based on their ficoll experience. They have been looking carefully at their cell counts and no ery¿s found and also looked at facs platelets. They wonder if it could be gel material or neutrophils coming back through the gel? They have no idea yet what is going on, but they are worried that they might be measuring an anomaly which they should not be measuring and which can mess up their results. I have been talking about the yield which can go up by shaking gently 5-10 times to also have the cells which are cozy against the gell, but the cells sticking to the gell would not account for a 3x or even 4x bigger yield than expected. Customer feels this is not a (whole) explanation. One last find: the study is multicenter and the main site is (B)(6). (B)(6) buys the tubes and supplies the tubes to the (B)(6)/europe.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. However, bd has provided troubleshooting with the customer. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 lots of bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml were found to have unusual high pbmc counts. 4 occurrences of batch 8038545 and 1 for batch 8038546. Verbatim: in our institute we recently started using cpt tubes in a multicenter project. As some of our partners are unable to perform all isolation steps in their lab, we take advantage of the fact that processing can be delayed after the first separation step (1800g, 20min centrifugation). These partners send the cpt tubes after the first centrifugation step to our central lab, where further processing takes place. Further processing is then performed within 24h. Processing of tubes from our own center is performed without any delay or transport in our own lab. We found unusual high pbmc counts in all cpt tubes that were transported from partner sites. In all tubes from our own institute normal cell counts were found. To check what is happening, we then compared cell counts from 3 tubes drawn in our own institute from 3x one donor. First centrifugation was done immediately for all tubes. One tube was then immediately processed further, 2 other tubes were left overnight either vertical in a rack or horizontal and rolling to simulate transport. For all tubes where further processing was delayed cell yields were higher than in tubes with delay, up to 2x higher. We hypothesized that this would be granulocyte contamination, but a quick check on a cytometer did not show a neutrophil population on fsc/ssc. Do you have any idea why we find these high cell counts, and how to prevent this? We thought of checking cells-type and viability with a large flow panel, but hope that you could help us and make this unnecessary. Extra information after visit: in the table below is the results of 3 controls done by the customer. The yield of the tube when processed directly are 17,94; 11,16 en 4,04. Next day when the tubes are kept in a rack upright for one day after centrifugation they see 16,84, 15,96 en 6,76. On average some more, but probably not significant they say. When they mimic the transportation agitation of a tube on a roller bank at rt or 4°c the yields go up quite some to in the case in red up to 4 times as much as after standard processing of the tube. Standard centrifugation protocol is 1800xg for 20 minutes. Patient: processing method: date ml after centrifugation amount of cells 1.1 standard processed, direct after phlebotomy (B)(6) 2019 7,5 ml 17,94*10^6 1.2 after centrifugation tube has been on a roller bank at room temperature (B)(6) 2019 7,5 ml 22,14*10^6 1.3 after centrifugation tube has been on a roller bank at 4 degrees celsius 27-2-2019 7,5 ml 25,44*10^6 1.4 after centrifugation kept in a rack upright for 1 day 27-2-2019 7,5 ml 16,48*10^6 2.1 standard processed, direct after phlebotomy (B)(6) 2019 7,5 ml 11,16*10^6 2.2 after centrifugation tube has been on a roller bank at room temperature 27-2-2019 7 ml 13,26*10^6 2.3 after centrifugation tube has been on a roller bank at 4 degrees celsius 27-2-2019 7,5 ml 20,58*10^6 2.4 after centrifugation kept in a rack upright for 1 day(B)(6) 2019 7,5 ml 15,96*10^6 3.1 standard processed, direct after phlebotomy (B)(6) 2019 7,5 ml 4,04*10^6 3.2 after centrifugation tube has been on a roller bank at room temperature (B)(6) 2019 7,5 ml 18,78*10^6 3.3 after centrifugation tube has been on a roller bank at 4 degrees celsius 27-2-2019 7,5 ml 12,78*10^6 3.4 after centrifugation kept in a rack upright for 1 day (B)(6) 2019 7,5 ml 6,76*10^6 three real samples from an offsite phlebotomy and transported from one city to the lab of the customer, aprox 1 hour drive in which they originally saw the much higher yield than expected: all samples have been centrifuged within 2 hours and packed into a package by the sending lab. The tubes have been delivered in the lab of the customer the same day. The schedule would look like this: phlebotomy around 11.00am , centrifuged before 1 pm, delivery at lab of customer/biobank at 6 pm. Transport in general at room temperature, but outside temperature that day would have been around 10 °c - p18-80599 phlebotomy at (B)(6) 2019 2 cpt tubes collected, yield around 60 million cells. This yield was established at (B)(6) 2019 at 11am and sample has been frozen at 1pm. Patient: tto (ear infection), day after no complaints anymore. So no big infection suspected with this patient,. - (B)(6) phlebotomy at (B)(6) 2019 2 cpt tubes collected, yield around 50 million cells. This yield was established at (B)(6) 2019 around 10.30 am and sample frozen at 11am. Patient: coughing and rhino virus, 2 days after phlebotomy dyspnea and squeaking lungs but no fever. Average infection. - p18-80595 phlebotomy at (B)(6) 2019 1 cpt collected, yield around 40 million cells. This tield was established at (B)(6)2019 around 10.15am and sample frozen at 11am. Patient rhino virus and pain in ears, what patient has every day. No big infection suspected. (B)(6) is most extreme with 40 million cells in one cpb tube, other patients have around 25-30 million cells per tube. These were the actual transported tubes. When controlled with the first inpatient in their own hospital site they had from 1 cpt tube a yield of 9,1 million cells which is a number which they would expect, also based on their ficoll experience. They have been looking carefully at their cell counts and no ery¿s found and also looked at facs platelets. They wonder if it could be gel material or neutrophils coming back through the gel? They have no idea yet what is going on, but they are worried that they might be measuring an anomaly which they should not be measuring and which can mess up their results. I have been talking about the yield which can go up by shaking gently 5-10 times to also have the cells which are cozy against the gell, but the cells sticking to the gell would not account for a 3x or even 4x bigger yield than expected. Customer feels this is not a (whole) explanation. One last find: the study is multicenter and the main site is toronto, canada. Toronto buys the tubes and supplies the tubes to the netherlands/europe.